Manufacturer narrative:
The customer reported the battery was a "little puffy", the pdm was hot to the touch, and the pdm would not connect to a pod. It was also reported that the pdm would start buzzing and wasn't usable again until the buzzing stopped. A battery was returned with the device. The device powered on with no issues. No damages or defects were observed to the battery or to the battery compartment. No bulging or swelling was observed. The device was charged during investigation and no evidence of device overheating was observed. Upon powering the device on, a pdm error was present. The error called for a clock reset. Resetting the clock did not cause the error to go away. The pdm was observed to be stuck in an infinite reset clock pdm error loop indicating the dash pdm software was in critical failure. It could not be determined if this was the buzzing that was reported by the user. Due to this dash pdm software critical failure, the log files were unable to be obtained. History of device temperature was unable to be inspected. The ibf file that was recovered from the device was observed to have no data and was unable to be attached to investigation. It could not be determined what caused the ibf file to have no data. No further investigation was possible. The cause of the reported events could not be determined. It could not be determined what was the timing or cause of the observed critical failure. This critical failure is just an observation.

Event description:
It was reported that the battery was hot to the touch and was unable to hold it. The reported area was swollen. No further details to report.

Manufacturer narrative:
The device has been returned is and pending an investigation.